Event description:
It was reported that a patient was having prophylactic generator replacement. On (B)(6) 2016, high impedance was identified prior to surgery. The patient had full revision surgery. No further relevant information has been received to date.

Event description:
The high impedance was identified during system diagnostics in the surgery. The facility does not return explanted product without a signed patient release, and the company representative at the surgery did not get the explanted product for return.